Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced open wound care, severe pain, constipation, diarrhea and infections. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 8/27/2020.

Manufacturer narrative:
Date sent to FDA: 9/7/2020. Additional information: d4, h4. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 3/24/2022. Additional b5 narrative: it was reported that the patient underwent revision surgery on (B)(6) 2017. It was reported that the patient experienced inflammation and dense adhesions. Mwr-24032022-0001153824 submitted for adverse event which occurred on (B)(6) 2017. Mwr-24032022-0001153826 submitted for adverse event which occurred on (B)(6) 2017. Mwr-24032022-0001153827 submitted for adverse event which occurred on (B)(6) 2019.